Event description:
The customer contact reported a leak; subsequently, bleed back was noted. The patient was receiving normal saline and an unspecified concentration of ranitidine. After 19 hours in use, leakage was noted from the clave y-site port which had been accessed at an earlier time to deliver pain medication. An unspecified amount of bleed back was also noted. Reportedly, a dose of unspecified medication was missed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.